Event description:
The patient was hospitalized due to the withdrawal event.

Event description:
An alarm was heard. Telemetry confirmed the critical alarm was due to zero ml reservoir reached. The patient experienced withdrawal. It was noted that the low reservoir alarm date was (B)(6) 2012. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # n076159009, implanted on: (B)(6) 2006, explanted on: unknown (B)(4).

Event description:
Additional information: the cause of the event was due to missed appointment. It was indicated as a non-serious injury/illness and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).